Event description:
Following a diagnostic catheterization procedure in 2002, a vasoseal vhd was deployed. The pt presented at the emergency room 6 days later with the groin area reddened, hard and very tender with scant drainage. The pt was placed on oral antibiotics. The pt returned to the hosp again 2 days later with no improvement. An ultrasound was performed and was negative for abscess or pseudoaneurysm. The pt was diagnosed with cellulitis and was started on IV antibiotics. The pt showed marked improvement the same day. Wound cultures were attempted, but due to minimal drainage were not productive. No further complications were reported.